Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section cover or distal sheath perforated and leaking, bending tube crushed, electrical safety test failed, and foreign material stuck to light guide-lens. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the bronchovideoscope was leaking and had discoloration on the lens. Upon inspection and testing of the customer returned device, foreign material was found adhered to the light guide lens due to insufficient or incorrect reprocessing of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.